Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the surgeon monitor of the navigation system displayed black. The monitor was swapped with another surgeon monitor and cable from a different system which resolved the issue. The procedure was completed with the use of navigation. There was a delay of 5 minutes to case. No impact on patient outcome.

Manufacturer narrative:
Patient information received.